Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had their implantable neurostimulator replaced because it wasn't holding a charge. It went from 3 weeks to 3 days for a recharge interval. No further information was known regarding this event. The patient was never in overdischarge. Impedance check was fine on the day of the report. No further information is known as to why recharge frequency changed.